Event description:
The home nurse came in 2005, to insert the pt's IV catheter. Initial stick was in the upper arm (unsuccessfull). The site became red and swollen. Two more sticks were attempted in the lower part of the arm, unsuccessfull. The sites became red and wheal-like in appearance. Forth stick was attempted on the other arm, with same results in site appearance. Additional info provided by the facility indicated that the pt is fine and suffered no additional adverse sequela associated with this incident.